Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Reportedly, the pump high bg alert was not annunciating and the customer was unaware bg levels were rising. Customer delivered a bolus to address elevated bg levels.